Event description:
No additional information is available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). The DHR for part#: 00770100000, lot#: 60709379 was reviewed for deviations and/or anomalies. No deviations or anomalies were identified. Review of the most recent repair record determined the unit was confirmed to have a bent comb. The comb was replaced and resolved the reported issue. It was noted that the unit was manufactured in 2007 and has not since been returned for annual preventative maintenance. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the groove that houses the moveable roller is bent and the moving part is therefore unable to sit in and turn. There were no adverse events associated with this malfunction. Due diligence is in progress. No further information is available at this time.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.